Event description:
After an implantation period of approx. 81 months, oversensing with inappropriate therapies was reported. Furthermore it was observed that due to the significant amount of delivered and aborted inappropriate shocks, the device went in eos. The ICD and lead were explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eos, detected on (B)(6) 2022. The ICD was implanted for 80 months and 138 charging cycles were recorded to the devices memory. The amount of charge taken from the battery was verified, indicating the eos battery status to be anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, there was no indication of a device malfunction. The integrity of the lead cannot be assured.